Event description:
Customer states the device was found in a cabinet. The metal contacts are gone and the plastic is badly melted and black. No injuries. A request was made for the return of the suspect device and replacement product was sent.